Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during an interrogation the physician noted several inappropriately stored non-sustained ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes that appeared to be noise. The physician stated that they saw noise on all three channels and could reproduce. The field representative stated that they had not seen any strips documenting this issue, however was told that they all occurred on the same day. There was discussion of possible electromagnetic interference (emi) since it was noted the patient had broken their shoulder around the same date. The physician did express a concern over a possible header issue with the implantable cardioverter defibrillator (ICD). Further troubleshooting would be completed to determine the cause. The field representative has yet to hear back from the physician. At this time the ICD and leads remain in service and no adverse patient effects were reported.